Event description:
During an acl procedure that 3 new blades broke in half and were easily retrieved. The blades were used in a sagittal saw handpiece in the 90 degree position for the longitudinal cuts and in line with the handpiece for the distal and proximal cuts. Three blades broke in each case during a relatively short and simple surgery. The blades broke across the blade, all in the same location, closer to the handpiece .